Manufacturer narrative:
The device was received by philips bench repair on feb 8, 2017. A philips biomedical technician evaluated and confirmed the reported symptom. It was isolated to the therapy capacitor malfunction. Biomedical technician is ordering the therapy capacitor to replace. The device is at the customer site.

Event description:
It was reported to philips by customer that the pacer test fails during opts check. There was unknown reported patient involvement.